Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The implant coil was found broken from the pushwire and missing. This condition was not reported at time of the event. As received, the axium prime pushwire was found to be kinked and bent from proximal end. The implant coil was found to be broken with the detach element intact. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be present. The implant coil was not returned. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the returned device analysis, we were unable to determined the cause of the event. The implant coil was not returned therefore, any contributing factors from the implant coil could not be assessed and cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium prime coil stretched. The coil was replaced with another medtronic product to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured aneurysm measuring 5mm x 3.5mm located in the anterior communicating artery (a-com). The patient's blood flow was normal and the vessel tortuosity was moderate. There was no friction or difficulty during testing or delivery. A continuous flush was administered during the procedure. Evaluation of the returned device found that the implant coil was broke and missing from the pushwire.